Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 666 mg/dl and the ketone level was large. A bolus via the pump and an insulin injection were used to address the bg level. The cause of the high bg was not known. The customer went to the emergency room and the ketone level was considered to be dangerous. The customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with another bolus via the pump and then treated with an insulin drip, fluids and sodium chloride. The customer was discharged on 07/19/2017 with the high bg and dka resolved. The customer reported that this event led to an increase in the neuropathy in the feet and hands. As the event had occurred in the past, tandem technical support a cause of the event could not be determined.